Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction around the sensor wire in abdomen. Sensor was inserted at abdomen on (B)(6) 2015. Patient's mother described the skin reaction as a large, red, and hot to the touch boil. Patient was taken to urgent care on (B)(6) 2015, and prescribed an unspecified, five day course of oral antibiotics. Additionally, patient was given an unspecified antibiotic injection. Patient's mother does not recall names of medications. At the time of contact, patient was reported to be doing okay. No additional event or patient information is available.